Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that leakage occurred; leakage site on device was not specified. No patient complications were reported.